Event description:
Reportedly, during a scheduled f/u on (B)(6) 2013, the device could not be interrogated and the following message was displayed: "telemetry error, please reposition head". However, the problem has been solved at the same day and the reason of reported behavior was mentioned as "an external interference by a 3d-carto system used in the same room".

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.